Manufacturer narrative:
H.6. Investigation: bd pas received 4 customer samples and 3 photos from the customer facility for investigation. The customer¿s indicated failure mode was observed in the photos. The customer samples were evaluated and the customer¿s indicated failure mode of ¿underfilling¿ with the incident lot was not observed as the 4 tested samples met the required specifications. Water fill testing was conducted on the customer samples. A review of the device history record was performed for the incident lot and no issues were identified. There were no related quality notifications. All process and final inspections comply with specification requirements. CAPA# 260774 has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that the tubes are under filling with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. This occurred on 9000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: manager of the laboratory telephone informs that the tube with edta of 4 ml. It presents a problem of emptying since the tube filling reaches below the mark of the optimum level, less than 20%, occurs in several external points of the sampling units, begins the previous day with isolated samples but the next day it is repeated in 15 tubes or more. The customer states that the tube that has under fill volume was discarded before the exam, so there is no wrong exams results due to the defect. There was no exposure of blood or chemotherapic to the skin. The samples affected was discarded by customer, but there is still have representative sample. Additional information received 2019-01-13 from the customer: the tube that has under fill volume was discarded before the exam, so there is no wrong exams results due to the defect. There was no exposure of blood or chemotherapy to the skin. The samples affected was discarded by customer, but there is a representative sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are under filling with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. This occurred on 9000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: manager of the laboratory telephone informs that the tube with edta of 4 ml. It presents a problem of emptying since the tube filling reaches below the mark of the optimum level, less than 20%, occurs in several external points of the sampling units, begins the previous day with isolated samples but the next day it is repeated in 15 tubes or more. The customer states that the tube that has under fill volume was discarded before the exam, so there is no wrong exams results due to the defect. There was no exposure of blood or chemotherapies to the skin. The samples affected was discarded by customer, but there is still have representative sample. Additional information received 2019-01-13 from the customer: the tube that has under fill volume was discarded before the exam, so there is no wrong exams results due to the defect. There was no exposure of blood or chemotherapy to the skin. The samples affected was discarded by customer, but there is a representative sample.